Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur. Customer was advised to contact support again if any issues arose, and was able to continue using the pump without further problems.